Event description:
It was reported that the temporary pacing electrode catheter balloon did not inflate. The user was exposed to blood or bodily fluids. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened original temporary pacing electrode product packaging. Visual inspection of the one-photo sample noted that the reported failure could not be evaluated due to poor condition of the photo sample therefore this investigation is considered inconclusive. Potential causes of failure: operator error incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction operator error, handling crimp machine out of adjustment or malfunctioning splice machine out of adjustment or malfunctioning, splice band material defective no continuity splice bands/circuit wires touching within mold, circuit wires touching within shaft broken wires caused by: incorrect molder settings, improper placement of bifurcation into mold, handling improper splice / improper contact between circuit wire and electrodes broken wires, non-stripped wires, loose crimp the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter balloon did not inflate. The user was exposed to blood or bodily fluids. It was unknown what medical intervention was provided.